Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193-78, lead, implanted: (B)(6) 2008; 2088tc, lead; dtba1d1, ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported a heavy object fell on the patient's device pocket. The patient presented with the device partially exposed through the skin. At the time the patient did not present with signs or symptoms of an infection; however, was placed on antibiotic treatment. During the pocket revision an insulation breech on the left ventricular (lv) lead was noted and the lead was capped. Additionally, noise was identified on the right atrial (ra) lead and reprogramming was done. The device remains in use. The patient was discharged on antibiotics and is scheduled for lead extractions. No further patient complications have been reported as a result of this event.